Event description:
The customer received a low out of range control result of 98 mg/dl on her contour meter. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. Control solution is not expected to be returned for evaluation. New meter was sent to the customer.